Event description:
It was reported that the patient came to the hospital after receiving high voltage shocks. Device interrogation revealed multiple episodes of inappropriate therapy for atrial fibrillation. No programming changes were made. The patient had been self-medicating with metoprolol, increasing the meds when he received shocks. The patients a-fib was poorly controlled and the hospital physicians believed it could be controlled with medication change. The patient was on vacation when he was seen for this event. No further information is available at this time.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.